Event description:
User reported an alleged error in the electron calculation algorithm in imsure v3.0, when commissioning.

Manufacturer narrative:
On 01/22/2007, investigation revealed an algorithm calculation error only in imsure qa software v3.0, as previous versions did not include electron calculations. The errors increases as the difference between depth and depth (max) increases. If they are equal, there is no error. Higher electron energies will have a greater error. Absolute worst case error is up to 12% in rare and extreme instances, but common errors will be in the 1 to 5% range. Errors greater than 10% may be significant, and thus the reason for the conservative filing of this FDA form 3500a. Investigation demonstrated that user manual instructions and precautions address this type of issue. Shipment of imsure qa software v3.0 was discontinued on 01/22/2007. A new version was already planned for release in early 02/2007, so this version (v3.0.1) was updated to include the required electron algorithm correction. It will be provided to all imsure v3.0 users, as was previously planned. Add' model # 91326, 91328.